Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01769 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reportedly unclear whether the issues were related to equipment or operational context. The procedure was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01769 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reportedly unclear whether the issues were related to equipment or operational context. The procedure was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: it was reported that the user had been using the "blend" mode rather than the "control cut" mode when performing ercp procedures, resulting in a reduced cutting effect and increased coagulation. The user has since been instructed to utilize the "control cut" mode and, although no further issues have been reported, it is unknown whether this has resolved the reported issues. Visual evaluation of the returned device found it to be in fair physical condition, and all knobs and switches functioned properly. All internal connections were checked and wires were manipulated during energy delivery, but no issues were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of intermittent monopolar output; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any other defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
The reported event: intermittent output. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.